Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-may-2026, a sales representative reported via email that four ar-7268t tigertape cerclage devices with fiberlink shuttle sutures broke during tensioning. The devices were tensioned up to 60, and the breaks occurred below the knot without contact from the tensioning device. This was identified during a humeral fracture procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 13-may-2026: sutures associated with ar-7268 cerclage tapes were handled only with a cerclage passer prior to tensioning. Multiple cerclage tapes failed during the procedure, and the customer continued opening additional tapes until successful fixation was achieved. Cerclage tapes #5 and #6 functioned as intended and were used to complete the case. A procedural delay occurred due to the need to open additional devices. No additional anesthesia was administered. All four defective implants were removed from the patient, and all detached fragments were accounted for and retrieved. No adverse patient effects were reported.